Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experiencing high blood glucose. Customer's blood glucose level was over 500 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer treated with injection. Customer does not allege insulin pump was under delivering. Customer reported that the insulin pump had button error alarm and no longer working. Customer observe time clock for one minute and time was advances. The insulin pump will returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc, up and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button.